Manufacturer narrative:
(B)(4). Initial phone number: (B)(6).

Event description:
The customer reported that the surveillance was rebooting when discharging the patient. There was no patient incident.